Manufacturer narrative:
As part of heartflow's internal review, we identified a heartflow analysis was incorrectly released with ffrct values provided for the right coronary artery (rca) system. Phs-24z8n7-xjrb: the investigation identified heartflow incorrectly provided an analysis for the rca system due to misinterpretation of the CT data by heartflow's automated technology and inspection process. Ffrct values should not have been provided in the rca system because the proximal to mid-rca lumen boundaries are unclear due to motion in the presence of calcified and potential non-calcified plaque. The customer was notified of the investigation results. The physician did not communicate any comments or concerns, nor did they report a safety event with the patient. If any new information is received at a later time a supplemental medwatch report will be submitted. Heartflow's analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the ffrct values should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient. The heartflow analysis process is dependent on the quality of the imaging data provided. The ffrct values may be affected by assumptions needed to resolve anatomy in areas of uncertainty, whether provided by the physician or made by heartflow case analysts.

Event description:
Heartflow identified a heartflow analysis was incorrectly released with ffrct values provided for the right coronary artery (rca) system.